Event description:
It was reported that a patient underwent an atrial fibrillation (afib) ablation procedure with a pentaray nav. Initially, it was indicated that during the operation, the device (including port, luer hub) was not irrigating. A second device was used to complete the operation. There was no adverse event reported on patient. With the initial information available, this event was assessed as non MDR reportable. However, on 29-oct-2024, additional information was received which indicated that the issue was noted during the time that the device was used on the patient. It was discovered during flushing, after re-entering the patient. Therefore, the event was re-assessed as MDR reportable with an awareness date of 29-oct-2024.

Manufacturer narrative:
A picture was received for evaluation following johnson & johnson medtech's procedures. Unable to confirm any occlusion or irrigation issue based on pictures provided by the customer, a manufacturing record evaluation was performed for the finished device number lot 31400316l and no internal action related to the complaint was found during the review. The customer complaint cannot be confirmed based on the picture received. The device has not been returned for analysis and a root cause is unable to be assigned based on the current evidence. If the device is received in the future, the product investigation will be performed and updated accordingly, and any action will be taken if necessary. D4: UDI: the expiration date is currently not available. Therefore, the full UDI is currently not available. H6. Investigation findings code of "appropriate term/code not available (c22)" represents photo/video analysis. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by biosense webster, inc., or its employees that the report constitutes an admission that the product, biosense webster, inc., or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Manufacturer's reference number: (B)(4).

Manufacturer narrative:
The manufacture and expiration dates have been provided. Therefore, fields d4. Expiration date and h4. Device manufacture date have been populated. Correction to the initial report: full UDI has been populated to field d4. Primary UDI number. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's reference number: (B)(4).